Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. An xtw clip (lot: 30612r2007) was placed on the valve. After deployment, the clip detached from the posterior leaflet (single leaflet device attachment (slda)). An additional ntw mitraclip (lot:30503r1070) was implanted lateral to the slda to stabilize. The procedure ended with mr reduced to 1-2. There were no patient consequences or clinically significant delay. No additional information was provided.